Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient developed pocket infection and erosion. The device was removed. Patients condition was fine post procedure. Device will not be returned for evaluation.